Event description:
It was reported that the pump touch screen was missing pixels. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer administered a correction injection to address the bg. The customer reverted to an alternate method in insulin therapy.